Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement and rewind tests. The pump gave an alarmed during the basic occlusion test due to moisture damage on the force sensor. The pump also had moisture damage on the motor assembly. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratches on the reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus and insulin is coming out of it. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.